Manufacturer narrative:
Correction: a medtronic representative reported that there was potential movement of the reference frame as the surgeon made contact with the frame in a leaning manner.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a one level spinal fusion, an imprecision of three millimeters was observed when performing image acquisitions. Three image acquisitions were reported to have been performed with precision improving with each acquisition. The representative reported that two image acquisitions were performed prior to the screw placement. Following screw placement, it was found that all four screws required revision. A medtronic representative reported that the procedure was completed without navigation and imaging. The screws were revised through visualization and tactile feel. A confirmation image acquisition was recommended but not performed. No additional information was provided. There was no reported delay to the procedure due to this issue.